Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they were changing to a different program this morning and the controller all of a sudden quit and said software problem 1. Intellis 2.3.6 3.4048 4. Device model sm. C. Agent walked patient through removing the battery pack and re insert the battery and patient confirmed the message was cleared. Patient was able to connect to the implanted neurostimulator and increase the stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned previously that due to having an abbott stimulator as well it had potentially caused their mdt stimulator to cause the patient a shocking sensation. They have stopped using the abbott stimulator and had the mdt implant reprogrammed.